Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the batter compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings: the battery compartment was cracked along the side of the pump. Threads on the battery cap were stripped, but the battery cap was still able to attach securely to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.